Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. D10: device available for evaluation change ¿no' to 'yes.' G4: date received by manufacturer. G7: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes.' H6: evaluation codes. H10: additional narrative. One imp tm 4.1mm mtx full,13m (tmt4b13) was returned for evaluation attached to an unknown locator abutment. Visual evaluation of the returned device notes that the implant is fractured at the trabecular metal junction. The patient is noted to have a history of bruxism, which can contribute to fracture and bone loss. The reported product was located on tooth # 25 (fdi) and used for approximately 6 years. The reported event could not be recreated due to the nature of the dental device and event (fracture).DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the tmt4b13 dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product. May post market trending was reviewed and there were no actionable events or corrective actions for the reported events (implant fracture) or product (tmt4b13).therefore, based on the available information, device malfunction has occurred and the reported fracture event was confirmed based on inspection of the returned device. The reported medical event could not be verified with the information provided.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Weight unknown / not provided. Lot number unknown / not provided. Email address unknown / not provided. PMA/510(k) k113753 and k112160.

Event description:
It was reported implant fractured, and bone loss was perceived at the site, therefore the implant was removed.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The imp tm 4.1mm mtx full,13m (tmt4b13) was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. The patient is noted to have a history of bruxism, which can contribute to fracture and bone loss. The reported product was located on tooth # 25 (fdi) and used for approximately 6 years. The reported event could not be recreated due to the nature of the dental device and event (fracture).the customer has not provided additional pictures or x-ray images of the product. The product experience report includes the product in frame, however no physical information can be seen in this image. Device history record (DHR) review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the tmt4b13 dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product. Post market trend review:april post market trending was reviewed and there were no actionable events or corrective actions for the reported events (implant fracture) or product (tmt4b13). Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable

Event description:
No further event information is available at the time of this report.